Manufacturer narrative:
The account was not sure which aseptic battery housing opened during the procedure, so twenty housings were sent in for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
It was reported that the aseptic battery housing opened during a procedure. The procedure was completed using a back up device. There were no allegations of adverse consequences associated with this event.